Event description:
False negative results. No more details available.

Manufacturer narrative:
Controls, urine or serum lot no: 25miu/ml hcg control urine 0612571; 100miu/ml hcg control urine 0612573; 292iu/ml hcg control urine hcg080715; 293iu/ml hcg control urine hcg081030; 500iu/ml control urine hcg080307r. Summary of results: the retention tests met qc specification. Correct positive results were showed when tested with 25iu/ml hcg urine control. Correct positive results were showed when tested with 292iu/ml hcg control and 293iu/ml hcg control. Correct positive results were showed when tested with 100iu/ml hcg control and 500iu/ml hcg urine control. No false negative was found in the test. Probable root cause: dipping more than 3 drops can influence the sample flow and cause a flooding phenomenon, thus the user will get a negative result. We suggest the user dip 3 drops next time. The sample might contain something that influence the antigen combines with antibody. Conclusion: from our testing, all the results were fine. So the complaint is not confirmed.